Event description:
It was reported that during a left middle cerebral artery (mca) stenosis case, resistance was felt when delivering subject stent into the microcatheter and when removed stent was found deployed at tip of the microcatheter. Procedure was completed successfully with other devices and there were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
B5 executive summary - updated d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated b1 malfunction - corrected - no malfunction h1 type of reportable event - corrected - no malfunction h6 device code grid - updated. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a left middle cerebral artery (mca) stenosis case, resistance was felt when delivering subject stent into the microcatheter and when removed stent was found deployed at tip of the microcatheter. Procedure was completed successfully with other devices and there were no clinical consequences to the patient reported as a result of this event. Update: based on additional information received from gfe response on 07-jan-2025, it is clarified that there was resistance when the subject stent was transferred through the hub of microcatheter and subject stent deployed prematurely during transfer.